Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 21-sep-2023 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10

Event description:
It was reported that dirt was found on the bd micro-fine¿+ pro pen needle when removing it from the polybag. The following information was provided by the initial reporter, translated from japanese: "this report is about dirt on the needle. Upon opening the new shelf carton and removing the needles from the poly bag, one needle had dirt on it."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that dirt was found on the bd micro-fine¿+ pro pen needle when removing it from the polybag. The following information was provided by the initial reporter, translated from japanese: "this report is about dirt on the needle. Upon opening the new shelf carton and removing the needles from the poly bag, one needle had dirt on it."